Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty charging the pump battery. Customer¿s blood glucose level was not adversely impacted. The customer declined follow up from tandem technical support so further information was unavailable.